Event description:
It was reported that during the implant procedure, it was difficult to insert the ventricular lead into the pulse generator. Loss of ventricular sensing was observed during a sense test. The device was no longer used and a new device was implanted.

Manufacturer narrative:
Final analysis found that it was difficult to insert test leads into the header of the pulse generator and the lead insertion force used to insert the leads was out of specification for the product.